Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly; the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. All keypad buttons were found to be responding appropriately to button presses, and have normal spring back. There was no defect found on investigation; the complaint could not be confirmed or duplicate.

Event description:
On (B)(6) 2011, the patient and case manager contacted animas to report that the patient was at hcp office with a blood glucose (bg) greater than 1000 mg/dl. It was reported that the patient tested had trace ketones and had symptoms of thirst and fatigue. The hcp treated patient with 5 units of insulin by injection. While reviewing pump's bolus history, it was noted that records 1-34 on (B)(6) 2011 between 9:36am and 9:59am were all 0.00 boluses. The patient claimed he was at hcp office at the time of these boluses and believes he was disconnected from pump. The patient's physician disagreed and believes boluses were recorded prior to the patient disconnecting from the pump. Upon further review of pump's bolus history, they discovered additional 0.00 boluses on (B)(6) 2011 and (B)(6) 2011. The patient confirmed he wears pump on waist and does not lock keypad. The patient was not sure if keypad buttons may have been pressed unintentionally resulting in the 0.00 unit boluses. The patient confirmed the pump's keypad was intact and all keypad buttons were responding to touch. There was no evidence of leakage or infection at site. In addition, there was no evidence of insulin leaking from tubing or cartridge. The patient denied seeing air bubbles in cartridge. The date and time were confirmed to be correct on pump. There were no associated alarms in pump's history. Total daily delivery was noted as adding up correctly. During a follow-up call with the patient on (B)(6) 2011, the patient reported that his physician advised him to go to the ER. The patient stated he was monitored in the ER and released later that evening with a bg of 346mg/dl. The patient claimed he is currently on backup plan and bg in target range.